Event description:
Implanted with mcghan textured saline breast implants in 1998. Spent over 17 years trying to convince doctors they were making me sick. I suffered the entire time with severe skin rashes, eczema, etc... To the point skin began to split, bleed... Finally found a surgeon to take them out in (B)(6) 2016 however, left scar tissue behind, against my wishes. Health continue to worsen. Had second surgery (B)(6) 2016 to remove capsules, and was found to have a 4cm lymph node; that was removed as well.